Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A hemodialysis (hd) clinic manager reported that the white clamp at the saline "t" of the combi set did not occlude, resulting in drained nss bags. Upon follow up, the clinic manager stated that the issue was resolved by using the white line clamp on the middle section of the "nss" line as well as the clamp at the t and blue hemostat clamps. As a result, the patient had extra nss that was not ordered. The patient¿s estimate blood loss was less 100ml due to having to get air out of the system from the drained bags. The machine alarmed appropriately. The patient was discharged over estimated dry weight. Additional information was requested, however, to date not provided.